Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an air bubble anomaly. The customer's blood glucose level was 196 mg/dl. The customer noticed the air bubbles when they were troubleshooting for the high blood glucose. The air bubbles were the size of a pea. Troubleshooting was performed for the air bubbles. It was noted that the customer forgot to allow the insulin vile to be at room temperature prior to filling the reservoir. The device will not return for analysis.